Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Air leak was detected between inflation line and pilot balloon. Furthermore it was found that inflation line can be removed from pilot balloon without any force. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
(B)(4). The customer started using the product from regular replacement and it worked for a while. However, one hour after starting to use it, a low ventilation volume alarm sounded. So the customer adjusted the air pressure of the cuff, but one hour later, the alarm went off again. The customer then coped with the situation by changing the product to another one. No patient injury. Please put a product photo(s) in the investigation report. If a product photo(s) provided by smj are uploaded to this complaint, please post it/them on the investigation report wherever possible.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection: inflation line detached from pilot balloon was observed and a lack of solvent was detected; thus the failure mode reported is confirmed. The cause of the reported problem was traced to the manufacturing process. Dmrs, ncrs, ets review found there were no issues, nonconformance reported during the manufacture of this lot.

Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical tracheostomy tube was related to an event that caused a low ventilation alarm. The customer adjusted the air pressure of the cuff, but one hour later, the alarm went off again. The customer then coped with the situation by changing the product to another one. No patient injury and no reported adverse events.